Event description:
The pt was implanted with bi-ventricular assist devices (bi-vads), which experienced cracking in multiple locations, according to the physician. The physician suspects that the cracking is due to the application of benzine in the process of removing adhesive from the vad housing. It was reported that no other questionable substances were applied by the staff. Due to elevated risk of vad exchange, uv hardening glue has been applied by the hosptial biomedical personnel to reinforce the vad housing. The vad is being monitored by the hosptial and re-application of the uv hardening glue is applied as needed. No further leaks have been reported. The vad continues to provide support to the patient.